Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones in 2014, dyspareunia, neoplasm malignant and cervicitis. Previously administered products included for birth control: paragard from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included irritable bowel syndrome since 2010, abdominal pain lower, uterine bleeding and endocervicitis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient was found to have weight decreased ("weight gain / loss(specify which one) :weight loss"). In (B)(6) 2016, the patient experienced pollakiuria ("bladder or urinary problems or changes:frequent urination") and hypertonic bladder ("bladder or urinary problems or changes:overactive bladder"). On an unknown date, the patient experienced fibromyalgia ("autoimmune disorder type of disorder:fibromyalgia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, vaginal haemorrhage, hypertonic bladder, dyspareunia, dysmenorrhoea and weight decreased had resolved and the fibromyalgia and pollakiuria outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fibromyalgia, hypertonic bladder, menorrhagia, pollakiuria, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion details: there were 3 coils visualized in the left tubal ostia and 4 calls visualized in the right tubal ostia. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. As per mr:successful essure placement. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: lower vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2019: pfs and mr received. Case was upgraded to incident from invalid due to specified event added. Lot number was added. Reporter's information was added. Patient's demographics were added. Added event: abnormal bleeding (vaginal, menorrhagia), fibromyalgia, dysmenorrhea (cramping), frequent urination, overactive bladder, dyspareunia (painful sexual intercourse), weight loss. Updated outcome of events. Updated event onset date. Medical history, historical drug, concomitant condition, concomitant drug were added. Lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") in an adult female patient who had essure (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones in 2014, dyspareunia, neoplasm malignant and cervicitis. Previously administered products included for birth control: paragard from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included irritable bowel syndrome since 2010, cramp in lower abdomen, uterine bleeding and endocervicitis. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In november 2014, the patient was found to have weight decreased ("weight gain / loss(specify which one) :weight loss"). In (B)(6) 2016, the patient experienced pollakiuria ("bladder or urinary problems or changes:frequent urination") and hypertonic bladder ("bladder or urinary problems or changes:overactive bladder"). On an unknown date, the patient experienced fibromyalgia ("autoimmune disorder type of disorder:fibromyalgia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, vaginal haemorrhage, hypertonic bladder, dyspareunia, dysmenorrhoea and weight decreased had resolved and the fibromyalgia and pollakiuria outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, fibromyalgia, hypertonic bladder, menorrhagia, pollakiuria, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion details: there were 3 coils visualized in the left tubal ostia and 4 calls visualized in the right tubal ostia. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion as per mr:successful essure placement. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: lower vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. A15528) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included kidney stones in 2014, dyspareunia, neoplasm malignant and cervicitis. Previously administered products included for birth control: paragard from (B)(6) 2011 to (B)(6) 2012. Concurrent conditions included irritable bowel syndrome since 2010, cramp in lower abdomen, uterine bleeding and endocervicitis. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and paracetamol (tylenol). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2014, the patient was found to have weight decreased ("weight gain / loss(specify which one) :weight loss"). In (B)(6) 2016, the patient experienced pollakiuria ("bladder or urinary problems or changes:frequent urination") and hypertonic bladder ("bladder or urinary problems or changes:overactive bladder"). On an unknown date, the patient experienced fibromyalgia ("autoimmune disorder type of disorder:fibromyalgia"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and novasure ablation). Essure was removed on (B)(6) 2016. At the time of the report, the menorrhagia, vaginal haemorrhage, hypertonic bladder, dyspareunia, dysmenorrhoea and weight decreased had resolved and the fibromyalgia and pollakiuria was resolving. The reporter considered dysmenorrhoea, dyspareunia, fibromyalgia, hypertonic bladder, menorrhagia, pollakiuria, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: insertion details: there were 3 coils visualized in the left tubal ostia and 4 calls visualized in the right tubal ostia. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion as per mr:successful essure placement. Concerning the injuries reported in this case, the following ones were described in patients medical record confirming: lower vaginal haemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs received- outcome of fibromyalgia, pollakiuria updated to recovering / resolving. Concomitant drugs were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.